Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received insulin flow blocked alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed flow blocked alarm. Customer states they have tried all remedies. Advised to discontinue use of the pump and revert to a back-up plan the reservoir will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No unexpected insulin flow blocked alarms or no delivery alarms/occlusion anomalies noted during testing.